Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient had a fall did not charge the scs ipg when recovering and iph was deemed inoperable. As a result, surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information identified that surgical intervention was undertaken wherein the scs ipg was explanted and replaced. Reportedly, stimulation was restored and the patient is satisfied with the coverage.

Manufacturer narrative:
Ipg in the initial report was misspelled inadvertently. It should be stated as 'ipg' was deemed inoperable.

Event description:
Additional information identified that surgical intervention has been cancelled at this time due to a1c levels.